Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up and treated where the physician needed to extend and flare into the left common and extend to the left hypo. The left side was extended to treat the progress of disease in the distal lcia the physician also re-lined the right to cover the area of broken stents. The right side had a stent fracture. The physician covered the right side with an endurant limb. The left was treated from the flow divider to the left hypo with additional edurant limbs. The physician did not know the cause of the events. No additional clinical sequelae were reported and the patient is fine. The review of cta's from 11 years post-implant revealed that the bifurcate is positioned approximately 5mm below the right renal. The proximal stent graft od is 27-28mm. The ipsilateral limb and extensions were placed into the right external iliac, and the contra limbs and extensions were within the left common iliac. The maximum aaa diameter is 3.8cm; no endoleak were observed. The right and left common iliac arteries are 3cm maximum. There is contrast seen outside the distal end of the left iliac limb; however, no contrast is seen in the sac. The exact cause of the aneurysmal iliac is unknown, but likely due to disease progression. Approximately 6cm below the flow divider on a straight section of the ipsi limb, a segment of a fractured strut is seen partially detached from the fabric. No type iii fabric endoleak is seen. This fracture is also clearly seen on the angio images. The cause of the fracture could not be determined. Earlier post-implant images were not provided.

Manufacturer narrative:
(B)(4).